Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, activation tone was heard although the activation button was not pressed. It could not be confirmed if the device was actually activated when the issue occurred. The device was activated fine when the activation button was pressed. New device was used to continue. No patient harm.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. No self-activation occurred. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.